Event description:
It was reported that pump experienced malfunction with code malf 9 no notable events occurred before malfunction. There was no adverse impact to the customerâ¿¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged these instructions.